Manufacturer narrative:
The instrument was returned and evaluated. Electrical and mechanical testing was performed. The instrument was able to move intuitively with full range of motion in all directions, electrical continuity passed, and the instrument was able to cut according to specifications. The customer reported complaint cannot be confirmed. During evaluation, engineering observed deep scratches on the distal end of the main tube. All of the scratches were found on the same side of the tube. No other damage found. The damage to the main tube does not appear to be caused by a defective cannula.

Event description:
It was reported that the monopolar curved scissors instrument was defective. No add'l info was provided. No pt harm, adverse outcome or injury was reported.